Event description:
It was reported that during a da vinci-assisted transoral thyroidectomy surgical procedure, the system displayed "release pressure" and "remove the instrument" messages while using the harmonic ace instrument. The customer retested the instrument, but the issue persisted. The procedure was completed with a backup instrument. It was further reported that when the instrument was removed and the customer cleaned the instrument tip (intraoperative cleaning), the instrument blade was found broken although the customer did not apply force to the instrument tip. They stated that they cleaned with great care using the wet towel. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer further indicated that the instrument tip was broken off while cleaning. There was no report of fragment(s) falling inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection identified the blade broken at the base. A piece approximately 0.067" x 0.535" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage.